Event description:
It was reported that during a gastric procedure, the device started to hitch (opening & closing) near the end, making it harder to stabilize it on the staple line. They used the same device was used to complete the case after messing around with the device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 575c34. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned was returned with the anvil bent slightly upwards and with a gst60b reload loaded on the device. The reload was received fully fired. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components, the manual override door was removed and the bailout mechanism was partially activated. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The device opened without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that the bailout mechanism was partially activated due to improper handling of the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 575c34, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for "hitch (opening & closing) " did not open or close smoothly. Had to push closure handle forward to open and there was resistance in closing he devise prior to firing. Did the device articulates without pressing the home button? No issues with this. Is the current patient status known? It was sent in. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Negative.